Event description:
It was reported that during a knee surgery it was impossible to reload a wire into the quicklasso. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Visual inspection found the suture was stuck between the wheels. Functional testing was not performed due to the damage of the returned device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used on the wheels during suture passing.